Manufacturer narrative:
As no product was returned, functional testing was not performed. An evaluation was conducted using photos provided by the customer. This evaluation confirmed the reported issue; however, a root cause was not established. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3: unknown, corrected data: health effects.

Manufacturer narrative:
Other, other text: it was reported the device exhibited syringe plunger not in place. No adverse patient effects were reported by the customer.

Event description:
It was reported the device exhibited syringe plunger not in place. No adverse patient effects were reported by the customer.